Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: one hundred and one women underwent laparoscopic or robotic assisted laparoscopic hysterectomy for benign or malignant indications. Patients had a: (1) laparoscopic hysterectomy (lh, n = 81), or (2) robotic assisted laparoscopic hysterectomy (ralh, n = 20). The vaginal cuff were closed using either unidirectional barbed glycolic acid - trimethylene carbonate (0 quill srs, n = 25), or bidirectional barbed polyglycolic acidpolycaprolactone (3-0 v-loc 180, n = 76). Incidence of vaginal dehiscence was (B)(4). There were no statistically difference between lh and ralh. Although the incidence of vaginal dehiscence is higher in the group using v-loc suture ((B)(4)) than the group using - quill suture ((B)(4)), it was not different statistically (p = 0.44). The timing of the dehiscence occurred on day 2, 56, and 70. Increased physical activity was found to be the incident event leading to vaginal dehiscence. The presenting symptoms were vaginal bleeding. All three patients underwent successful vaginal repair with no subsequent dehiscence.